Event description:
Pt underwent primary total knee arthroplasty in 1996. Revision surgery in 2003 found femoral component loose and articular surfaces on tibial and patella components worn. Pt had large effusions and osteolysis.